Event description:
Rec'd notice of complaint concerning above product via medwatch form filed by the facility. (Director of nursing off 9/16) spoke with charge nurse regarding event. Reports that the pt's treatment was initiated without difficulty (pt dialyzes on the evening shift), nothing unusual reported. Prescription as follows: 4.5 hrs on an f8 dialyzer (9th use). "Bfr" 400ml/min, "vp" reported as averaging 180mm/hg that evening (range 140-240), which is normal for pt. Cannulation not reported as difficult and no mention on treatment sheet that there were any difficulties during the treatment. Pt reportedly had fistulagram and angioplasty in 4/98 and doppler done in 6/98 showed adequate flow 2.0k acid concentrate (#9027) and bicarb, both delivered via central delivery system. Approximately 2.5 hrs into the treament, the pt began to complain of various abdominal gastrointestinal type symptoms: nausea, indegestion, distress, vomiting. Denied chest pain or shortness of breath. Ap reported as regular. Treament terminated at 4 hrs as symptoms did not resolve. Pt sent to hosp for evaluation and admission. Admitting diagnosis reported as "acute pancreatitis due to probable mechanical hemolysis." The pt remains hospitalized at this time. Health care professional states that she examined the arterial blood line after learning of diagnosis and reports an indentation post pump, near the dialyzer connector. Health care professional reports that portion of the line was in the holder during the treament, and that the lines were inspected for kinks at the onset of the treatment. The line is available for evaluation, however lot number unknown. A response letter and mailer have been sent to the facility.